Event description:
It was reported that the patient experienced pain, discomfort, tenderness on palpitation, and bulging of their implantable cardioverter defibrillator (ICD) implant site when lying down. The ICD was repositioned and remains in use. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.